Manufacturer narrative:
Unit has physical damage / bent to cpu board sub'd connector and casing. Unit will be sent to long term hold after evaluation. Root cause has been determined to be device wearing from normal use and servicing. This device was deemed unrepairable. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the serial number is not available.

Event description:
Synergy md&d. During the surgery, the pedal did not work; happened during use on patient finished by the physician assigned to a surgery staff to handle the equipment manually. No adverse event reported delay - unknown. Additional information received by email from the affiliate: the affiliate reported that the patient was under anesthesia when the procedure was delayed for 90 minutes. She could not provide the lot number of the device or the type of procedure being performed.